Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was confirmed as a link separation. The reported difficulty inserting the device into the anatomy could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulty inserting the device into the patient anatomy could not be determined based on the returned device condition. Factors that contribute to difficulty inserting the device may include, but are not limited to, the user wipes off coating prior to insertion, patient anatomy/tortuosity. The reported suture separation and subsequent treatment appear to be related to the link pulled until it breaks during plunger retraction due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath hole prior to a peripheral interventional procedure. Reportedly, there was resistance during insertion of both devices and the wires [sutures] broke on both devices. The sheath was upsized to a 7f sheath and the peripheral procedure was completed. Hemostasis was achieved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under separate medwatch report number.